Event description:
Calcium reported at 7.4. Error noted and corrected to 8.4. Instrument roche 8000 issue detected. (Discovered a clogged vacuum pump.) No patient harm noted. Report details: equipment information: name roche 8000, manufacturer roche. Did the equipment have all preventative maintenance up-to-date prior to this error? Yes. Was the equipment inspected prior to use to verify integrity (if applicable)? Yes. Was the equipment within its useful life and not beyond any identified expiration date? Yes. Was the equipment used as intended according to guidelines by the manufacturer? Yes. Was the equipment being cleaned/maintained according to manufacturer¿s recommendations? Yes.